Manufacturer narrative:
During the second surgery, one of the rods implanted in the initial surgery was found to be fractured. The rods and screws from the original surgery were then replaced with competitive hardware and grafting was done at l3-l4, reportedly to address possible pseudoarthrosis. Review of the associated DHR(s) found that the implant was stated to be manufactured from the correct materials with no evidence of related non-conformances. Xray images of the original construct showed one of the rods fractured at l3-l4. It could not be determined if the rods were bent prior to implantation. The cause of the reported issue of the reported issue cannot be determined. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that during a revision for patient pain when a creo curved rod was found broken and was replaced.